Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user biomedical technician (biomed) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The heparin line on the combi set separated from the t-connection. Additional details were obtained through follow-up with the initial reporter and a nurse familiar with the event. The separation occurred within the first two minutes of treatment. It was reported that the heparin line ¿popped off¿. It was confirmed that there were no machine alarms and there were no issues during priming. The combi set was not dropped prior to use, and there were no defects noted on the device during set up. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned as it was reportedly discarded. However, an unused companion sample was available to be returned for evaluation.

Event description:
A user biomedical technician (biomed) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. The heparin line on the combi set separated from the t-connection. Additional details were obtained through follow-up with the initial reporter and a nurse familiar with the event. The separation occurred within the first two minutes of treatment. It was reported that the heparin line ¿popped off¿. It was confirmed that there were no machine alarms and there were no issues during priming. The combi set was not dropped prior to use, and there were no defects noted on the device during set up. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned as it was reportedly discarded. However, an unused companion sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: three complaint samples with the reported lot number were returned to the manufacturer for physical evaluation. The samples were returned in their original packaging. A visual inspection was performed on the samples and no defects were found. The heparin lines were closely inspected and found to be acceptable; no separation or fractures were found. One of the samples was then connected to a fresenius 2008k hemodialysis machine for functional testing. A simulated four-hour treatment was conducted with this sample. There were no disconnections or leaks during the testing period. There were no air bubbles observed inside the system, no leaks or level-variations in the venous or arterial chambers, and no machine alarms. The combi set worked as intended without any observed abnormalities. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The tested combi set performed as designed and an associated cause could not be determined.